Manufacturer narrative:
D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported the issue of "latch sensor defective¿ was confirmed through latch/lock test. The probable cause was unknown. Replaced latch/lock sensor. Confirmed repair through latch/lock test. Further investigation found downstream occlusion (dso) seal delaminated, battery compartment damaged, liquid crystal display (lcd) lens nicked, and missing battery door. Replaced dso seal, battery compartment, lcd lens, and battery door. Performed dso/upstream occlusion (uso) sensor calibration. Updated software and unit reset to standard configuration. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the latch sensor was defective. There was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.